Manufacturer narrative:
There was no patient involved. Serial number was requested, but information was not provided. UDI was not provided. Information will be submitted in a follow-up report. Approximate age of device ¿ the age is calculated from the manufacture date to the event date. Information will be submitted in a follow-up report. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the demonstration pump driveline silicone was separating from the metal connector. Universal percutaneous lead bend relief repair kit installed and the repair was done.